Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the outer shaft has not been retracted. The stent is fully crimped under the retractable outer shaft. The outer shaft is kinked and compressed over a length of about 2.2 cm, starting about 9 cm proximal to its distal end. Outside of the deformed zone the diameter of the retractable outer shaft complies with the specification. Due to the state of the device a simulation with a reference introducer sheath could not be conducted. The introducer sheath used in the intervention was not returned for analysis. Review of the production documentation of the product detailed above did not reveal any non-conformity. During final inspection, every stent system undergoes visual inspection for deformations of the outer shaft and the outer diameter is measured over its entire length. The device in question was manufactured according to specifications and successfully passed all in-process controls as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Event description:
The pulsar-18 stent system was chosen for the treatment of a calcified land tortuous lesion in the sfa. During the attempt to deploy the stent it was not possible to release it.